Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they understood.